Event description:
On 2/3/1999, the physician telephoned st jude medical technical services to report two episodes of prolonged capcitor maintenance charge times for the ICD. While troubleshooting this issue, the physician initiated a capacitor maintenance and the reported charge time showed "na." The capcitor maintenance interval was then reprogrammed from three months to one month. The physician was then advised to initiate a capacitor maintenance at 750v on the device after determining that the residual capacitor voltage was zero. This charge time was 11.7 seconds, within specifications. The decision was made to re-check the ICD at the pt's next follow-up visit in one month. On 4/12/1999, st jude medical technical services was contacted by the physician's nurse to report that charge times on the capacitor maintenance continued to be prolonged. Several attempts to perform a forced capacitor maintenance were unsuccessful. The decision was made to explant the ICD.